Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent open heart surgery. Following this procedure, the right atrial (ra) lead was not sensing appropriately. There was intermittent ventricular capture at 5 volts and the device marked all ventricular events as premature ventricular contractions (pvcs). When the device paced, it paces into the qrs complex, possibly into the t-wave. The patient had a temporary wire placed and the physician has requested the device be programmed off. Technical services (ts) suggested the pacer be programmed off since the patient is being paced by a temporary pacer, pacing therapy will continue. No adverse patient effects were reported. Additional information indicated the ra lead was a competitor's lead. There was no pacing inhibition or asystole greater than two seconds.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.